Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 stating that this lead had high shock impedance greater than 200 ohms. There was no noise on the electrogram (egm) noted. The physician was dr. (B)(6). No other information is available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).